Event description:
It was reported that the huber needle leaked at the port. No other information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the port is inconclusive due to poor sample condition. One photo sample of a y-site valved connector was provided for evaluation. The clamp was not shown to be engaged. A reddish fluid can be observed within the y site hub. No apparent damage can be seen on the device. The proximal luer and needle housing are not shown in the photo. The exact cause and source of the leak could not b determined from the photo sample provided; therefore, the complaint is inconclusive. The product IFU cautions, "high pressure or use with power injectors may cause leakage or damage."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in ez huber infusion set w/ysite was returned for investigation. One photo sample of a safestep y-site valved connector was also provided for evaluation. The clamp was not shown to be engaged. A reddish fluid can be observed within the y site hub. No apparent damage can be seen on the device. The proximal luer and needle housing are not shown in the photo. Microscopic observation of the blue valve revealed dried blood residue. The sample was flushed through the y-site connector. No leaks were observed. Additional flushing and pressurization through the proximal connector resulted in a bead of water forming at the blue valve. A continuous leak was not observed. High pressures or use with power injectors may cause leakage. Since the sample was observed to form a bead during pressurization and the conditions during use are unknown, the exact cause could not be determined. A lot history review (lhr) of redt0573 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redt0573) have been reported from the same facility.

Event description:
It was reported that the huber needle leaked at the port. No other information provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt0573 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redt0573) have been reported from the same facility.

Event description:
It was reported that the huber needle leaked at the port. No other information provided.